Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was above 500 mg/dl, but exact value was not provided. Customer reverted to manual insulin injections to address elevated bg. Customer continued to use the pump for insulin therapy.